Event description:
The home pt (hp) contacted a baxter technical services rep (tsr) and reported check supply line alarms during last fill (fill volume 0 mls) on a homechoice system (hc). The hp had connected two (2) five liter bags for a 12 liter therapy. The tsr explained and had the hp connect a new bag of solution to one of the used supply lines and hit stop and go. The heater bag began to refill and the hp resumed therapy. There was no pt injury or medical intervention reported at the time of the call.